Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 700mg/dl. The customer's blood glucose was treated with insulin drip. The customer stated that the infusion set was kinked, and the insulin pump did not alarmed. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.